Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the salt bridge solution and standard a solution prior to obtaining the discordant results. Patient samples were then run, resulting low. The customer ran quality control level 2, which resulted low but in range. Quality control level 2 was repeated, resulting on the mean and within range. The samples were repeated, resulting as expected. The ccc specialist reviewed the solid state multi-sensory (ssm) file and suggested in the future that customer gently mix all consumables prior to being put on the instrument. The cause of the discordant, falsely low sodium results on several patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on 5 patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.